Manufacturer narrative:
Investigation summary: it was reported the syringes have floaters. To aid in the investigation, thirteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 2040597. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that floating foreign matter was found in 13 bd luer-lok¿ tip syringes during use. The following information was provided by the initial reporter: "these are the syringes from the same lot number as the ones we had with floaters. I pulled them from our stock out of safety concerns as we were not sure what was causing the floaters. Since our original discovery there have been other reports of floaters from other departments which we were not aware of. Unfortunately, we do not know the size and type of syringes that were used. We have been working with the pharmacy to determine if the floaters were coming from vials used. The common denominator with the injections was the kenalog used. The clinic changed the process for drawing up from the kenalog vials. Since that time no other floaters have been reported."